Manufacturer narrative:
The hydrus delivery systems (used for the original surgery and explant procedure) and the explanted hydrus microstent are not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Microstent malposition, secondary surgical re-intervention, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021, the surgeon reported plans to reposition the hydrus microstent in a patient she had previously implanted (date unknown). The surgeon reported "everything appeared good" one day postoperatively. However, at the one week visit, gonioscopic examination revealed the microstent was not in schlemm's canal. On (B)(6) 2021, the surgeon attempted to reposition the hydrus microstent but was unable to access schlemm's canal and the microstent was explanted. No complications or adverse events were reported during the attempted device repositioning or device explantation.